Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on three lead contacts. The physician suspects that the lead is fractured.

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on three lead contacts. The physician suspects that the lead is fractured.

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on three lead contacts. The physician suspects that the lead is fractured.

Manufacturer narrative:
Returned lead analysis confirmed the complaint. Several cables were fractured 1 inch away from the suture site. The root cause of the damage is unknown. Additionally, electrode # 13 is partially dislodged but it is still connected to its cable. Visual inspection also revealed that the lead body that was connected to electrodes #1-8 was cleanly cut approximately 25 inches from the paddle end of lead. The cut damage to the device is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Implant date 2008; additional information received indicates that the patient underwent an explant procedure and is reportedly doing well following the procedure.

Manufacturer narrative:
Implanted product information is not available at this time as the patient was originally implanted in (B)(6). A supplemental medwatch will be filed when the information becomes available.